Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a fall due to tripping over the homechoice tubing, resulting in a broken hip which occurred while connected to the homechoice (hc) device. On the same day as the fall, the hp was hospitalized for the broken hip. The day after hospital admission, the hp had a surgical procedure on the broken hip. Nineteen days after being hospitalized, the patient was discharged. It was reported that the hp had been in the process of recovering from this event. No additional information is available.